Event description:
Information received by medtronic indicated that insulin pump had insulin flow block message. Customer reported that cannula was bent. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged no delivery alarm found on 16-jan-2021. Allegations to high bgs noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, sleep current, active current, dat at 0.08720 inches, and p-cap locks properly into the reservoir compartment. No, no delivery alarms noted during testing. Successfully downloaded history files and traces using thus. No delivery alarm was not found in the history files and traces on event date of (B)(6) 2021. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, overlay scratched, damaged display window cover, cracked retainer, and label damage. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. No delivery alarm was not confirmed during testing. Unable to verify high bgs per customer complaints.